Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the external paddles are not functioning. There was no patient involvement or adverse impact reported.